Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to window damage. Receiver charge and boot tests were performed and failed due to receiver won't turn on. Functional test was not performed. Internal visual inspection was performed and failed due to burnt internal components. The receiver log was not downloaded and reviewed due to receiver won't turn on. The allegation was confirmed. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).